Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination could be made as to the cause of the reported incident. A suture break can be influenced by many factors, including, but not limited to manufacturing, too much tension applied, or the suture was nicked. Whether these conditions placed a role in the experienced event cannot be verified. To assure that all products perform according to specifications a samplings of sutures are tested under stree for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is also to verify functionality of the device. A review of the finished product lot history record did not reveal any relevant manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported for this lot. There does not appear to be any indication of a lot specific manufacturing or product deficiency.

Event description:
It was reported that a physician in-training in the use of the prostar xl device attempted suture placement using a pre-close technique in the right common femoral artery with a 10fr sheath prior an interventional procedure. The procedural sheath was upsized to a 20fr sheath and the interventional procedure was completed. Reportedly, following the interventional procedure the physician attempted to close the artery with the pre-placed suture; however, a suture break occurred. Hemostasis was achieved using "a manual suture-closure" method (a suture was manually placed in the artery). No cut down procedure was required. There were no reported adverse patient sequelae. No additional information was provided.